Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 11. Primary stability not achieved, implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling, fistula and inflammation. No further patient complications were reported.